Event description:
It was reported trough zimmer's customer relations department that the patient underwent a spinal fusion on (B)(6) 2011. On (B)(6) 2011, the device lacerated the patient's vena cava. Further investigation into this report has produced no confirmed event reported by the hospital records or sales representative. At this time it is unknown if this event is factual.

Manufacturer narrative:
Further investigation into this report has produced no confirmed event reported by the hospital records or sales representative. At this time it is unknown if this event is factual. No device identification was provided in the report.